Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line of a homechoice cassette without an alarm during peritoneal dialysis therapy. This event occurred during drain four of five. There was nothing unusual found during troubleshooting that would cause or contribute to the event. The technical service representative (tsr) assisted the patient to end therapy. The patient stated they believed there was something wrong with their catheter; the patient had their catheter and transfer set replaced one month ago. The registered nurse stated there had not been any damage to the catheter or the transfer set, but after the patient's catheter was replaced, they continued to have draining difficulty caused by the catheter. The patient has since switched to hemodialysis. There was no patient injury or medical intervention associated with this event. No additional information is available.